Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot#: (B)(6), h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Logs captured that there were three sessions on the date of issue. In the first session site tried to verify the probe but it failed due to distance criteria of the tools. Coil noise was also observed in the same session. Suspecting metal interference might have caused the reported behavior. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were unable to register the patient. The caller stated there were two errors: patient reference not connected and current instrument cannot be used for registration. Caller confirmed that the probe part number could be used for registration. Site plugged probe into another port on the em patient interface, no effect. Site opened tracking details and noted the geometry error of the nipt frame was 3.5mm. Site confirmed there was no metal interference. Site reverified the probe and started registration. Site stated that the probe was working, but was unsure what they did to effect the change. Registration was successful and site proceeded with surgery. Resolved on call. There was no patient impact reported.